Event description:
It was reported that an intraocular lens (iol) was explanted from the left eye of a patient in a secondary procedure due to unexpected post-operative refraction. In addition, it was stated that the patient has recovered. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.